Manufacturer narrative:
A supplemenatl report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A dialysis nurse reported that on (B)(6) 2015 a machine blood pump failure alarm occurred during dialysis mode while a patient was receiving therapy. The alarm would not clear after several attempts by the nurse, and therapy. The alarm would not clear after several attempts by the nurse, and therapy had to be discontinued. The patient elected not to complete therapy on another machine ans was disconnected. About 300-400 mls of blood remained in the blood line due to malfunction. There was no patient adverse event or medical intervention required. The patient's blood was tested for a variety of factors during their next visit and all tests fell within normal ranges. There is no further patient information available.